Event description:
User experienced very high identical crp results for three pts after CPR application was deleted and reloaded. Customer is using software version 02.07. The results for all three pts were 170 mg/dl and although the samples were repeated on another analyzer, those results are not available. The initial results were not reported out of the lab and this issue does not have consequence in regard to the diagnosis or health of the pt. If additional info is received, appropriate notification will be provided.